Event description:
After implantation there was evidence of acute thrombosis in the stent in the coronary artery: pt had been treated preoperatively lovenox instead of i.v. Heparin. When the thrombus was noted heparin i.v. Was added. The thrombus did not disappear hence extraction with percusurge aspiration catheter. Most of the clot was removed. The remaining was allowed to go by dilating the vessel to open blood flow in the coronary artery. Pt had chest pain which resolved. There was nose bleed which was packed, little blood loss.